Manufacturer narrative:
The pump was received with battery out limit alarm and failed battery test alarm due to corroded battery tube. There was no unexpected bad battery, weak battery or low battery alarms noted during testing. The operating currents test was unable to be performed due to battery out limit alarm. The pump had broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and cracked case at display window corner.(B)(4)

Event description:
The customer reported via phone call of issues with battery out limit alarm. The customer's blood glucose level at the time of incident was unknown. The customer declined to troubleshoot and asked for the device to be replaced. The pump is being replaced and returned for analysis.